Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's dual. The right ins was replaced on the day of this report and the short circuit remained on the 0-3 electrode configuration. The short was not affecting the patient's therapy and they were doing well with deep brain stimulation (dbs). No further complications were reported or are anticipated. Refer to manufacturer report #3004209178-2015-05798 for details pertaining to the reportable related event.